Event description:
During an oral surgery procedure while cutting in the mandibular, the saw and blade area caused a friction burn on the patient's lip. The burn was treated with silfadene ointment and a decadron injection. The burn was considered to be first degree and not expected to require any further treatment.

Manufacturer narrative:
Device was not returned for evaluation.